Event description:
Follow up information reported that the patient was considering a revision and was to meet with their physician at the end of (B)(6) 2013 to discuss the options. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported impedances were greater than 10,000 ohms on some of the 8-15 electrode pairs when measured at 0.7v. This occurred in (B)(6) 2009.

Event description:
It was further reported that the replacement was rescheduled for (B)(6) 2013.

Event description:
Additional information received reported the patient would have their entire system replaced on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Additional information received reported the patient had a complete revision with new leads and ins on (B)(6) 2013. Patient reported feeling well with excellent stimulation coverage.